Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, a loss of therapeutic effect occurred. The event or symptoms occurred 6 months prior to the report. It was reported the device didn't seem to be working as well as it had done. It was reported that patient's pain level was going back to before he had the operation done. Follow up reported the patient was still having concerns regarding their device or therapy. The patient was working with their doctor or representative. The patient had an appointment scheduled for one month following report. Additional information received reported that there was a loss of therapeutic effect. It was noted that the therapy was not covering the pain like it used to. It was noted that the change seemed to happened around 7 months prior to report. It was noted that the patient was in a lot of pain right. It was noted that as the changes started to happen the patient kept trying to turn stimulation up to try to get it to cover the pain in the back but it was not helping so the patient turned it back down. It was noted that now when the stimulation was on the patient could not lie down because it aggravated their back. It was noted that the patient turned their therapy off at night. It was noted that the device did help their leg pain but it did not touch their back pain. It was noted that before implant the health care professional (hcp) told the patient that the therapy was not going to help with the patient¿s back pain but the patient stated that initially it did help with their back pain. It was noted that that the patient fell off a ladder about 6 to 7 months ago and had a few minor falls since implant. It was noted that the patient had an appointment with their doctor 1 week following report. It was noted that the patient has had only one adjustment to the therapy since implant. It was noted that the patient felt the most pain and discomfort while sitting on the toilet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported in the last few months they had a lot of back pain, but they hadn't been using therapy because sometimes it interfered with their back pain. It was noted the consumer thought the device was for their back when they agreed to the implant, but then he was told it was implanted for their legs. The device worked great for their legs for a couple of months, but gradually therapy stopped helping with the leg pain, even after reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the patient need some adjustments done on their implantable neurostimulator (ins) was not working on the side of their pain. The patient said they were wrecked with pain; they thought the device was going to be the cure all and it has not been. Their pain is reduced by medication. No further complications reported.